Event description:
During startup of the act 5diff al hematology analyzer, the operator heard a cracking sound and saw and smelled smoke. The operator called the customer support line and was advised to unplug the unit and wait for service. The instrument was unplugged by the customer. The customer did not report flames, arcing or shock. A fire extinguisher was not used nor was the fire department called. No one sought medical attention as a result of this event.

Manufacturer narrative:
On (B)(4) 2009, a field service engineer visited the site and assessed the instrument. The fse found a burnt transistor in the computer supply. He installed a new computer and verified performance. The root cause is unk. Act5diff is listed by (B)(4). This reportable event was identified during a retrospective review conducted for the period between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.